Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It is reported that the target device is broken. Crack in carbon. Distal drilling no longer fits through the nail. Medical procedure completed successfully by freehand drilling.

Manufacturer narrative:
Evaluation revealed the target device as primary product. Associated products were not reported. Appearance of item and inspection records identified the target device returned being of old design version. Deviations in the inspection documents were not found. A check of the function on 100% of the devices (sub-supplier) and additional in-house spot check of the lot in question revealed function was given in full on the devices at the stage of delivery. The alleged distal targeting issue could be reproduced. Potentially reduced accuracy in guidance is usually found during functional check (required per IFU). In case of any deviation it is realized prior to use. The target device returned was documented as faultless prior to distribution and as it had been in use for a longer time (more than 8 years) we pre-suppose that this target device had fulfilled its tasks in former surgeries as intended. Regarding misdrilling the operative technique has already been modified by (B)(4). The reported event is caused due to using an instrument which should have been already sorted out because of the clear visible damages described in the stryker instructions for cleaning, sterilization, inspection and maintenance. The brochure instructions for cleaning, sterilization, inspection and maintenance (l240020009) shows several examples of damages and recommends removing such damaged products. With engineering change notice (B)(4) the material of the cfr-arm has already been changed in order to improve stiffness and avoid cracking. Lab test (B)(4) had verified the suitability of the new material. The above noticed significant cracks are clearly visible and should have been noticed already during required checking of the instruments which is required by the IFU prior surgery.

Event description:
It is reported that the target device is broken. Crack in carbon. Distal drilling no longer fits through the nail. Medical procedure completed successfully by freehand drilling.